Event description:
During evaluation of a transfer set, a leak was noted coming from between the cap and the blue connector. There was patient involvement, but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was visually inspected, and it was noted that there was damage to the threads of the dark blue connector. Leak testing noted a leak coming from between the cap and blue connector. Clear passage and clamp function testing were performed with no issues noted. The sample confirmed the leak. The cause of the leak was the damaged threads, but the root cause could not be determined.